Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image was lost when the pigtail was wiggled. A review of the device history record found no deviations that could have caused or contributed to image issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the image issues were due to the cable being longer than the maximum cable length specified for use with the device. As the length of the cable becomes longer, electrical signals are expected to decay, and an image data would not be transmitted accurately. Additionally, the latch on the video connector was worn which caused a poor connection. However, a definitive root cause of the reported issue could not be identified. The customer was also advised that the specified length for a cable to be used with the device is five meters (approximately sixteen feet). Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during preparation for an unknown procedure, there was no image from the subject device when trying to route it through the boom in the procedure room. Routing directly to the monitor is successful, but the signal is not strong enough when using the twenty-foot cable to route it through the boom. The cable was tested with another device of the same model and worked fine. The intended procedure was completed using another similar device. There was no effect on the patient due to the event.